Event description:
It was reported that the right ventricular (rv) lead had apparently fractured. The lead was explanted and replaced. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 3830 implantable pacing lead: (B)(6) 2009.